Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck in the lesion. The chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.25mm rotablator and rotawire were selected for treatment. During the procedure, it was noted that the advancer leaked air, the burr was stalled and became stuck in the lesion. The target speed was 180,000 rpm and the actual speed was 160,000 rpm. The burr was completely removed from the patient's body with the rotawire. The procedure was completed with another of the same device. No complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
(B)(6). A2: age at time of event: corrected. A2: unit of measure - age: corrected. A3a: sex: corrected. A3b: gender: corrected. A4: weight: corrected. A4: unit of measure - weight: corrected.

Event description:
It was reported that the burr was stuck in the lesion. The chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.25mm rotablator and rotawire were selected for treatment. During the procedure, it was noted that the advancer leaked air, the burr was stalled and became stuck in the lesion. The target speed was 180,000 rpm and the actual speed was 160,000 rpm. The burr was completely removed from the patient's body with the rotawire. The procedure was completed with another of the same device. No complications were reported and the patient was stable following the procedure.